Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, insertion of a catheter following transurethral resection of a bladder tumor performed on (B)(6) 2026. The catheter was inflated with sterile water to 20 cc. The catheter was found severed in the patient's bed downstream of the balloon with an approximately 10 cm fragment remaining inside the bladder. No manipulation by the patient was reported. A first attempt at removal under local anesthesia was unsuccessful. A second attempt was performed under general anesthesia, and the catheter fragment was successfully removed. Consequences for the patient: requirement to perform an endoscopic examination, an attempt to remove the catheter fragment under local anesthesia, followed by a return to the operating room under general anesthesia (three unplanned procedures for the patient, plus administration of anesthetic agents). Actions taken for the patient regarding the device: catheter replacement and surgical intervention. Actions taken for the patient regarding the device: catheter replacement and surgical intervention. Urethral endoscopic route was chosen. No injury to the patient and the patient is doing well.